Manufacturer narrative:
Additional information: b5, b7 and h6. B5: upon follow-up, it was reported that the patient experience abdominal pain and on unknown date patient recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent. It was not reported if the patient was hospitalized for the peritonitis event. The same day as event onset, the patient was treated with meropenem (500mg, once in 3 days, intraperitoneal, ongoing) and ceftazidime (1gm, intraperitoneal, once a day, discontinued) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from peritonitis. Pd therapy is ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Additional information: b5, b7 and d10. B5: upon follow-up, it was reported that on unknown date patient recovered from cloudy pd effluent. On unknown date pd therapy was discontinued and the patient shifted to hemodialysis ongoing. Should additional relevant information become available, a supplemental report will be submitted.